Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. While prepping the 3.5 x 8 mm veriflex monorail stent delivery system, the stent came off the delivery system. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).